Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a bruise on their back and underneath the front therapy electrode as well as a dry, flaky skin irritation that looks to be raw underneath the meshing from the garment. The irritation has an odor to it as well. The patient was given a prescription of mupirocin ointment and a clobetasol propionate topical solution from their physician. The doctor said it looked like an allergic reaction or an infection. During a follow-up, it was reported that the patient's irritation improved after using the prescribed medication on the affected area.